Manufacturer narrative:
(B)(4). This complaint for connection issue was confirmed during the sample evaluation; however, a root cause could not be determined. One used set with no cap on the dark blue connector and no cap on the patient connector was received for evaluation. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and had a slight resistant and difficult to connect. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted.

Event description:
A customer contacted baxter (B)(4) regarding a transfer set. The catheter connector could not be tightened with the titanium adaptor. There was patient involvement, but no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.